Event description:
On (B)(6) 2012 a vns treating neurologist reported that the vns patient has been experiencing chest pain and voice alteration with stimulation since (B)(6), 2003. The device was disabled on (B)(6) 2003. No causal or contributory programming/medication changes preceded the onset of the events. No patient manipulation or trauma occurred. The physician stated that the device will be removed per patient request. Although surgery is likely, it has not occurred.